Manufacturer narrative:
Since historical follow-up data have been provided, the estimation of the overall longevity could be performed. Based on available data, the expected overall longevity is estimated at ¿ 185 months. The implantation duration was 179 months which is higher than 75% of the estimated overall longevity (75% of 185 months = 139 months). Based on hrs guidelines, no premature battery depletion occurred. The recommendation from the field safety notice has been followed (follow-up interval every six months once the battery impedance reaches 4 k). The device has reached the recommended replacement time (rrt) during the 6-month period and has switch to vvi 70 bpm (safe mode). Based on the available data, no issue is suspected on the subject pacemaker. This case is retained and utilized for trend purposes

Event description:
Reportedly, during the follow-up of the symphony dr on january 18th 2023, the time to eri was expected to be 13 months +/- 1 month. The battery impedance was 5.31kohm and the magnet rate was 93 bpm. Therefore, the patient was asked to come again for the next follow-up on (B)(6) 2023 (6 months later). During the follow-up in july, the pacemaker was in standby mode. The battery impedance had increased to 14.06kohm, the magnet rate had decreased to 73 bpm (eri is 80 bpm). The customer wants to know why we predicted 13 months +/- 1 months in january 2023 and if the battery depletion in the last 6 months is normal. Printouts of the last two fu are available. No programmer files available. The pacemaker is in the dutch office, please sent approval for shipment.